Event description:
The handpiece was returned to the manufacturer for service, and during the investigation, the device continued to run on its own. There was no patient involvement or any adverse consequences due to this reported event.

Manufacturer narrative:
The handpiece was received at the manufacturer for service and evaluation. During the investigation, a run-on condition was found and then reported. Based on the investigation details, the likely cause was problems with the motor and fet computer chip. Those parts were each replaced along with other components. Service repaired and returned the device to the customer.